Manufacturer narrative:
According to the operating surgeon the pt had "soft bone quality". He also stated that he though the pt should have been further along in the fusion process than the pt was. Both are believed to be contributing factors of the back out of the screw from the plate. Since no device was returned because they remain implanted it is not possible to inspect the devices' condition. However, the IFU that is supplied with the product when it is distributed from pioneer surgical states it the pt selection section the extreme importance of considering the pt's bone quality as a contributing factor in the success of the system. And again in the precautions section it states the risks of delayed union or nonunion of pioneer surgical's aspect cervical plating system.

Event description:
During a follow up visit it was determined that a screw had started to back out of the cervical plate construct. The pt has not been received and it is unk if revision is planned.